Event description:
Ous MDR - after an implantation period of about 20 months, oversensing was reported via home monitoring. The patient was scheduled for a follow-up and the lead was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
We were notified that the results and conclusion codes were incorrect. They have been corrected.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further inspection demonstrated deformations of the outer coil. The subsequent analysis indicated that these deformations were most likely caused by an over-tighten fixation of the suture sleeve. The analysis did not reveal any sign of a material or manufacturing problem.